Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the scale marking was missing on the bd ultra-fine¿ insulin syringe. The following was translated from japanese to english: this report is about no scale printing on the syringe. The scale line smaller than 5 units on the syringe was not printed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marking was missing on the bd ultra-fine¿ insulin syringe. The folowing was translated from japanese to english: this report is about no scale printing on the syringe. The scale line smaller than 5 units on the syringe was not printed.